Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient missed a refill and an empty pump alarm occurred. The reason why the patient missed the refill was unknown. The event occurred in (B)(6) 2015. There were no reported patient symptoms. The report was to follow-up with the managing healthcare provider (hcp). The pump was used to deliver lioresal (baclofen; 2000mcg/ml, 459.8mcg/day). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.